Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module. The initial result was 219.9 umol/l. On (B)(6) 2025, the repeat result was 77.3 umol/l.

Manufacturer narrative:
The reagent lot number was 86401801, and the expiration date was 31-dec-2025. As the customer declined further intervention or investigation, no specific root cause could be determined. No product problem was found.